Manufacturer narrative:
Intuitive has received the part associated with this complaint and completed investigations. Failure analysis investigations confirmed the customer reported complaint. The instrument was found to have thermal damage on the weld location of the monopolar yaw pulley after one side of the clevis ear was removed for further investigation. Black char marks were present at the distal end. Any material missing from the damage of the yaw pulley is likely thermally induced rather than mechanically induced. Additional observation not reported was the instrument was found to have a broken conductor wire at the weld joint of the yaw pulley. The silicone potting appeared to be compromised and the conductor wire thermally damaged around the weld location. Any material missing is likely to be thermally induced rather than mechanically induced. The instrument was found have thermal damage of the distal clevis. Black char marks were observed. Any material missing is likely to be thermally induced rather than mechanically induced. Isi has reviewed the site¿s system logs with a procedure date of (B)(6) 2020. No related system errors were found to have occurred during the surgical procedure. Although there were burns noted on the liver at the surface level, it was deemed to be non-serious, and did not require medical intervention. This complaint is being reported due to the following conclusion: it was alleged that the instrument arced, and failure analysis confirmed that the instrument was found to have thermal damage on the weld location of the monopolar yaw pulley, and the conductor wire had thermal damage, with no evidence or claim of user mishandling or misuse. This could cause or contribute to an adverse event if it were to recur.

Event description:
It was initially reported that during a da vinci-assisted cholecystectomy, the permanent cautery hook (pch) instrument allegedly arced. On 13-apr-2020, intuitive surgical, inc. (Isi) contacted an or nurse at the site and obtained the following additional information regarding the reported event: it was reported that while the surgeon was dissecting the gallbladder from the liver, the surgeon witnessed arcing from the pch instrument. The pch instrument was touching the gallbladder when the arcing incident occurred. The nurse stated that there were some burn injuries observed on the liver surface. The or nurse confirmed that the burn injuries were on the surface and, as a result, did not require any medical intervention. It was reported that the force triad generator was in use, cut 1 and coag 30 settings were used. The arcing occurred when the monopolar coag was being activated. The nurse could not confirm if the instrument and the cannula were inspected thoroughly prior to use. The following were confirmed: there was no collision of instruments, there was no issue with the grounding pad placement, and the patient was reported to be discharged on the same day of the surgery with no complications. The nurse could not provide additional details regarding the patient¿s demographics, photographic image, video recording, relevant tests, or medical history.